Manufacturer narrative:
The device was used for treatment, not diagnosis. Information regarding the patient's bone quality or medical history was not provided. An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. The fractured tip was not returned. A previous investigation conducted for this type of occurrence determined that this is likely the result of implantation in hard dense bone, which required an increased torsional load that exceeded the design limits of the instrument. If additional information is provided, a supplemental report will be issued.

Event description:
It was reported while trying to remove previously implanted hardware due to a non-union of the fusion, the tip of the screwdriver broke off. The tip was retrieved. This did not cause a delay in surgery. There were no patient symptoms or complications reported as a result of this event.